Manufacturer narrative:
Visual inspection performed at customer quality (cq) showed the x-tab portion of the implant had broken off from the proximal end. No other issues were identified. A device failure was identified. No definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : product code: 186760050, lot number: 171337. Device history review: the DHR of product code 186760050, lot 171337, was reviewed and no non-conformance were observed during the manufacturing process. The product was released on november 29, 2017. The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two units of mis cannulated x-tab 6x50mm ti were received and identified that the x-tab on both devices were cut off. There is no patient involvement. Procedure outcome is unknown. This report is for one (1) viper system cannulated extended tab poly screw 5.5 x 6.0 x 50mm. This is report 2 of 2 for (B)(4).